Event description:
It was reported that, upon insertion of proximal femur construct, there was a distal femoral fracture with the distal stem perforating the anterior cortex of the distal femur. This required a distal femoral knee replacement which was available but the tibial rotating hinge knee instruments were not available so the patient was scheduled for distal femoral knee replacement surgery on (B)(6). That surgery went without incident.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.